Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was once programmed "wrong". Additional information was received from the patient's follow up physician that indicated that based on their records, there was never incorrect programming; however, the patient had not had a device check in their office in over a year. The ipg remains in use. No patient complications have been reported as a result of this event.